Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that a week back, the display on the insulin pump went blank. The customer changed the battery and received a battery out limit alarm. The morning of the call, the customer inserted a new battery and it took a while for the insulin pump to recognize it and then it would not turn on. She put the battery cap in a certain way the device turned on but a while later, the display was blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned momentarily. Blood glucose value is unknown. The customer was advised that a battery cap replacement would be sent and to call back if issue is not resolved.